Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage inside pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad, and alarmed button error. The customer's blood glucose reading was 106 mg/dl. The customer stated the insulin pump was exposed to water. After exposure to water the keypad was unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.